Event description:
On an unk date, the reporter stated that they had two needle stick incidents over the last 4 months. Additional info received on (B)(6) 2013 from the customer. The needle poke was to the finger and had apparently occurred while activating the safety feature with the index finger. The finger slipped off of the handle and up towards the tip of the exposed, contaminated needle. The resident presented to the emergency room for f/u of the needle stick injury. (B)(6) prophylaxis medication was commenced until the test results were confirmed. No further info is available.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.